Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100579617. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100591810. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leak, mechanical issue, incontinence, and hole are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) started leaking again and their device was not working. A surgery was performed during which the pressure regulating balloon (prb) was explanted and replaced. Upon explant the physician identified the prb had no fluid and a hole. There were no further patient complications reported.